Event description:
It was reported to philips that the device has "report errors." The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site. The reported issue was confirmed and traced to nibp calibration failure. The philips authorized service personnel (asp) calibrated the nibp and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.